Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). It was noted that patient had a fall and was experiencing pain at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a month ago from date manufacturer was made aware.